Event description:
Shaft curvature lost resulting in tip of shaft impinging on tracheal wall causing irritation and swelling. Treachea became obstructed and pt went into acute respiratory distress. Pt transported by ambulance to ER, tube replaced, and pt recovered with no sequelae.